Manufacturer narrative:
The log file of the affected device was provided for the investigation. Analysis of the log entries revealed that the device performed a warm start of the ventilation unit on (B)(6) 2020 at 5:41 pm. Based on the logged error code the root cause was determined to be a temporary time-out in software task processing. In the event of a reboot of the ventilation unit the ventilation stops for at maximum 8 seconds, the safety valve opens against ambient to allow for spontaneous breathing and the device generates an audible alarm. After the reboot, the therapy continuous with the previously set parameters, and the screen displays a message informing the user that the ventilation unit performed a reboot. The ventilation was automatically continued with the latest settings after the warm start had been completed. As per log file the accompanying alarm message «ventilation unit restarted» was posted by the cockpit infinity c500. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported: high pitched alarm and possible ventilator failure.